Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient had burning when he urinates from an infection. There were no actions taken to resolve the issue and the issue was not resolved. There were no further symptoms or complications reported or anticipated.